Event description:
Reportedly, during a follow-up performed on (B)(6) 2013 for a pacemaker-dependant pt, one episode of ventricular oversensing resulting in a ventricular pause was recorded on (B)(6) 2013. Identification of the source of the noise and recommendation were requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.